Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. System check was performed with tandem technical support and no issues were identified. Customer ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was 225 mg/dl at time of report.